Manufacturer narrative:
Inspected one opened and used reservoir and performed a visual inspection. Found reservoir's neck broken off and missing component.

Event description:
Customer reported that they were unable to manually prime due to resistance. Customer attempted to remove the reservoir from the tubing and the snap cap broke off in the tubing connector. Customer's blood glucose reading at the time of the call was 88 mg/dl. No further information reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed a visual spec. And found reservoir's neck broken off missing component.